Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states she was woken up by a no delivery alarm. Customer attempted to troubleshoot by continuing to administer a bolus shot but continued to receive a no delivery alarm. Customer's blood glucose was 345 mg/dl. After successful troubleshooting with help line customer decided she would not return the insulin pump unless she experiences the problem again. No further information provided.